Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy during oversensing. Device was reprogrammed.